Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with 400cc smooth mentor memorygel breast implant has experienced right-sided grade IV capsular contracture postoperatively. As a result, the patient underwent explantation and replacement with two unspecified mentor gel breast implants, 480cc for the left and 535cc for the right, on (B)(6) 2020. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.